Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation, pain and burning sensation around the ipg site. The ipg had moved. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. No further information has been obtained despite good faith efforts.